Event description:
It was reported to gore that on (B)(6) 2026, this patient underwent an endovascular aneurysm repair with gore® devices, and a gore® excluder® aaa endoprosthesis contralateral leg device (plc271000, sn: (B)(6)). There was a problem after the plc implantation in the iliac artery. It was reported during the plc catheter retrieval that a breakage occurred at unknown location. Reportedly, the catheter was broken but could be retrieved from patient without impact. Further, it was stated that there was a risk of a migration, if the catheter would have been lost during the endovascular procedure. The patient tolerated the procedure.

Manufacturer narrative:
A1: no patient specific details have been provided. Therefore, the patient initials reflect the w. L. Gore internal case number. The device is not returned, because it remains implanted. However, the device catheter is available and being shipped, hence the product evaluation will be conducted by gore. H6, - annex c code, investigation findings: code c19 refers to the product history review; a review of the manufacturing records indicated the device met pre-release specifications. Ongoing investigation and communication to the field is ongoing to gather further information. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.